Event description:
Pt was being ventilated on device when alarm sounded. Nursing responded to alarm, ventilated pt with manual resuscitator and oxygen, and called respiratory coord. Respiratory coord determined ventilator "imop" situation, called for a backup ventilator and took the manual resuscitation responsibility from nurse. Ventilator kept intact including tubing, returned to respiratory coordinator's area for problem determination. Called co for proper procedure.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: independent factory trained/authorized service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.